Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a false elective replacement indicator alert. The alert was cleared. No patient symptoms were reported.

Event description:
New information states that the pulse generator was explanted and replaced. No patient symptoms were reported.